Event description:
Caller reported a malfunction on the pump due to a software error detected with malfunction code 0. There was no adverse impact to the customer¿s blood glucose level. Customer was informed about the pump reset procedure; however, they were unable to reset the pump immediately due to the unavailability of the charging cable as they were at work. The customer planned to reset the pump later and would call back if the issue persisted. No further assistance was needed, and the case was closed by technical support.